Event description:
The angioguard filter device moved slightly when the precise stent delivery system (sds) was delivered to the lesion. The movement of the filter caused vessel spasm, and blood flow was slowed. The pt is a male. The target vessel was the carotid artery (side unk). The characteristics of the vessel are unk. It is unk if the lesion was pre-dilated. There was no difficulty inserting or positioning the angioguard device in the vessel. When the spasm occurred the pt was given perdipine (nicardippine hydrocloride) by arterial infusion. The pt had integrated collateral vessels, and blood flow toward distal lesion was sustained. There was no reported injury to the pt. It is unk if a stent was placed in the target lesion. The pt was neurologically intact when he left the angio suite. The pt is in stable condition.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt.